Manufacturer narrative:
A total of 15 slide cartridges (270 slides) were returned to co for evaluation. The slides were tested using a quality control fluid, lot number g1272. All 270 slides tested gave results between 12.5 to 13.2 mg/dl. All slides tested were within the expected quality control range. Product performed within specifications. Alleged failure could not be duplicated.

Event description:
Pt sample mesured a salicylate of <1mg/dl (negative) using co salicylate slides. Result reported to physician. Physician requested a repeat of the test. A fresh pt sample was drawn and measured using the same cartridge of slides. Result was 3.0 mg/dl (therapeutic range). A new cartridge was loaded and calibrated on instrument. Original sample and re-draw were run using new cartridge. Original sample gave 52mg/dl and re-draw gave 47 mg/dl. Both results are in the toxic range for salicylate. Physician stated that there were no adverse effects due to the misreported results.